Event description:
It was reported that the patient presented during generator exchange procedure. Interrogation noted that the pacemaker was prematurely depleted and the left ventricular lead exhibited high capture threshold. The pacemaker was explanted and replaced on (B)(6) 2024 while the left ventricular lead remains implanted. The patient was in stable condition.